Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with an alert for high pacing impedance. The patient was stable and will be scheduled for replacement of the right ventricular lead. There were other interventions reported.